Manufacturer narrative:
The male-male rotator was forwarded to the vendor for eval. The vendor confirmed that the leakage was caused by an "o" ring. The "o" ring supplier was notified by the male-male rotator vendor. The male-male rotator vendor has increased their sampling of "o" rings for pressure and vacuum testing. Ohmeda has also added an incoming component sampling leak test of the male-male rotator. A review of the field performance data over the last two years shows that this is a first time occurance. No further info will besubmitted.

Event description:
The manifold was leaking at the rotator connection. During use, air was coming in the system during the absorbing of the contrast fluid.